Event description:
Information was received regarding a cadd administration set. It was reported that user was teaching on the cadd solis pump with the pca tubing trying to display clamp alarm by clamping the tube, but the infusion liquid leaked out the side of the cassette. There were no "clamp" alarms or any alarms displayed as infusion continued. This occurred during priming and infusion. It is unknown if there was no patient, or clinician injury associated with this event.